Event description:
A malfunction was reported by the customer, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer experienced the malfunction multiple times, leading to the decision by technical support to replace the pump. The defective pump was still under warranty, and the customer was instructed to switch to multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support provided guidance to put the pump in storage mode before returning it and arranged the shipment of a replacement pump, ensuring the customer understood and acknowledged the instructions for returning the problematic pump with a pre-paid label within ten days.